Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned. The clevis does not show abrasions or scratches on the outer surface. There are missing pieces from the proximal clevis, but the size of the missing pieces cannot be confirmed. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a piece of the hook cracked and falling off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fallen fragments inside the patient, and the patient has not returned to the hospital due to complications. The instrument's hook hinge is missing.